Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by loose switch bracket screws. The failed upstream sensor was replaced.